Event description:
Additional information received reported that the patient was referred to another healthcare provider for programming.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v207875, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient met with their manufacturer representative for reprogramming "a couple months" previous to report. Reprogramming was noted to have eliminated "some" of the pain in the patient's right leg. The patient could walk normally for two days following the reprogramming, but then had to start walking with a cane again. It was stated that the patient was told by their healthcare provider that there was "no chance" the device "crippled" them. It was added that the therapy was working "very well" for the patient's bladder incontinence. It was additionally stated, the patient had an x-ray done which showed that their "last disc was worn away and missing."

Event description:
It was reported that a patient's device was causing her severe pain in her right leg. It was noted that the patient has had the stimulator since 2009 and just since (B)(6) 2012 the patient developed a "bad limp and severe pain" in her right leg and hip. Two weeks later it was reported that the patient was implanted on (B)(6) 2009 and on (B)(6) 2012 the patient developed a "horrible and painful limp" due to constant pain in her right leg and hip. It was stated that the neurostimulator worked for bladder control, but the pain was a "terrible side effect." The patient was still having concerns with their device or therapy, but had not sought further help. Four days later it was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient used to go to the bathroom every 3-4 hours, but now she has to go every 1 and a half hours. This began on (B)(6) 2012. It was reported that there was no cause or trauma related to the event. The patient was feeling "a lot of pain and a crippling effect in her right leg" that also started on (B)(6) 2012. The patient turned the stimulator off on (B)(6) 2013 and noticed that "greatly" lessened the pain but then she needed to go to the bathroom every 20 minutes. It was stated that the patient felt that the stimulator might have "moved or flipped" or could be "pinching something." The patient tried all of her available programs, but none were effective. Two days later it was reported that the patient was "still crippled" and was "still walking with a cane." The patient had "some pain, but not as severe as before." It was stated that the lead could have been positioned wrong, and could be reprogrammed. It was also stated that the patient might need a new battery or lead. It was stated that the patient had been unable to work since (B)(6) 2012 and had no insurance to go to the doctor to get her system checked. One day later it was reported that the patient had "crippling pain in her legs." It was also stated that the patient felt as though "an elephant was sitting on her legs and was walking with a cane." It was reported that the patient described this "as almost an e.r. Situation." It was stated that prior to (B)(6) 2012 the patient was "very active" and worked out every day." It was stated that since the patient turned stimulation off on (B)(6) 2013 the pain had decreased, but did not go away completely. The patient believed the device was causing her leg pain. The patient wanted to try re-programming. Four days later it was reported that the patient was "still crippled." The patient spoke with a company representative on (B)(6) 2013, and was waiting to hear back for a doctor that would see her. It was stated that the patient was "disabled" as a result of the incident. The patient stated that she was "not told of restriction prior to implant." The patient stated that if she had been informed beforehand about the possibility of "being crippled" she would not have received the device. No further information was provided. If more information becomes available, a follow up report will be sent.